Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the iegm revealed noise on the lead. The pacing lead impedances were stable for the last four years except for one episode that was lower than the expected range. The lead was explanted and replaced.